Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A DHR review was completed of packaged needle batch 6251093, catalogue number 381212 and its assembled needle batch 6235438. Part number yf01212sgt was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the package was opened on a 24 g x .75 in bd insyte¿ peripheral IV catheter the consumer noticed a piece of lint on the end of the introducer prior to use. No injury or medical intervention.